Event description:
Dexcom 7 sensor failed to insert sensor probe upon install. Sensor receiver gave a "failed sensor" reading. When I removed the sensor, there was a wound on my skin but the sensor probe was coiled up within the sensor. I believe a small splinter of sharp metal remains in my skin. I contacted dexcom about this and not only were they not interested in finding out the nature of the failure, their phone intake protocol personnel recorded incorrect data with regard to my personal profile which led to numerous delays and inconsistencies with my attempting to get a replacement. After several hours on the phone and seven phone calls to the customer service, they have still refused to confirm the issue or call me back as promised. As of december 8th they finally admitted that they already ruled to not provide a replacement to me but had never notified me of any of this. They told me that they get many fraudulent calls for replacements and have arbitrarily grouped me into that issue without attempting to clarify this status with me. I recently learned that they have incorrect information on this intake despite my efforts to correct this; I e., I am using a receiver not a phone app for dexcom and because they incorrectly concluded that I use a mobile app and they couldn't find my app account, that they concluded I was a fraudulent caller. This despite the fact that I have a dexcom account, congruent with the email, birthdate, and name I gave them and the serial number of the dexcom receiver which I use, and not a mobile app.